Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
Dr. Removed scar tissue and revised a tibial insert from a 3x9 cs to a 3x10 cs all due tissue balancing.